Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that pt's cgm readings were dropping fast and that pt's wife decided to call the paramedics. The last cgm reading reported by the pt prior to calling the paramedics was 69 mg/dl. Paramedics measured pt's bg at 99 mg/dl. At the time of her call to dexcom technical support, pt's wife reported that pt was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.